Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of snare loop detached. Block h10: investigation results visual evaluation of the returned device showed evidence of excessive manipulation. The device was cut in three sections, the handle with its components, proximal end of the working length and the other section of the working length. Only one section of the wire returned still attached to the handle, the other section of the wire was not returned, including the loop. Therefore the reported issue of "loop detachment of device or device component" could not be visually verified and it was not confirmed. The polypropylene extrusion was kinked approximately at 3.5cm from the handle, and it is damaged at distal section. The flare was detached from the handle, it was bent in several locations and it was torn. The section of the wire attached to the handle was kinked/bent. As per event description "they had to use a wire cutter and take out the snare.", marks on the cut end of the wire indicated that an unknown tool was used to cut the device, the catheter has also evidence of this, therefore it is not considered as an issue of the device. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the working length, including the polypropylene extrusion. Once these components are kinked/bent, the lumen of both become reduced, during the handle actuation the handle cannula can hit the inner walls of the working length which can pull out the flare from the handle, once this happen the device become inoperable. Therefore, the most probable root cause of these failures is adverse event related to procedure. The condition of the returned device does not confirm the event. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected which indicates that the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator ii extra large round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when trying to cauterize the target polyp larger than 28mm on endoscopic ultrasound (eus), the snare loop broke. Reportedly, the snare loop was around the target polyp when it broke and they used a wire cutter to remove the device. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Device problem code captures the reportable event of snare loop detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii extra large round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when trying to cauterize the target polyp larger than 28mm on endoscopic ultrasound (eus), the snare loop broke. Reportedly, the snare loop was around the target polyp when it broke and they used a wire cutter to remove the device. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.